Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that he has heart problems which exacerbates, when his oxygen level is low, and he has difficulty breathing. He states that he can't go without using his device or his heart problems will get worse, and it troubles him. He recently has experienced sinus problems and dizziness while using the device. There was no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.